Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Field service engineer inspected reagent probe a. Fse replaced the wash collar valve and the leak was resolved. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported a leak under reagent probe a on the unicel dxc 800 pro synchron system. The leak was contained within the instrument. The customer was wearing a lab coat and gloves. No reports of injury or customer exposure. No reports of erroneous patient results generated.